Manufacturer narrative:
Product not yet returned for evaluation. Internal report # (B)(4).

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: test strip issue.

Event description:
Consumer complaint of blood result reading of "hi". Daughter in law (B)(6) calling on behalf of customer. Customer does not feel well: he states he has dry mouth, not hungry and is very thirsty. Verified the strips expire 09/25/2017. Back to back blood test performed during call provided results of hi and hi.

Event description:
Consumer complaint of blood result reading of "hi". Daughter in law (B)(6) calling on behalf of customer. Customer does not feel well: he states he has dry mouth, not hungry and is very thirsty. Verified the strips expire 09/25/2017. Back to back blood test performed during call provided results of hi and hi. Based on the "hi" results seen in the memory, the complaint is reportable.